Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The balloon was returned with the introducer and cook 8f sheath as well was the dilator. Visual inspection revealed that there was blood on the hub and the balloon catheter was wrinkled on its middle shaft and distal shaft. The balloon was found to be perforated/ruptured under magnification. No other anomalies were observed. The cook sheath was returned with the accompanying introducer inserted in it. The introducer inside diameter was .0385¿ at the tip and .042¿ at the hub. It would not be possible to insert the flowgate (0.106¿ od) through the introducer. The introducer was removed from the cook sheath, the sheath diameter was measured at 0.1125¿. It appears that the dilator was not removed before the balloon catheter. During functional evaluation, the balloon failed to inflate with because of the perforation/holes in the balloon and the device ruptured on its proximal shaft while it was being pressurized during inflation testing. The balloon could not stay inflated. A demonstration peel away sheath was placed on returned balloon. The balloon passed through the sheath with slight friction due to the wrinkles found. Then a demonstration peel away sheath and demonstration balloon was advanced through without any friction. Information available indicated that the device was confirmed to be in good condition prior to use, but the sheath size was not suitable for use with the balloon catheter. Per the device dfu, ¿introducer sheath french size must be greater than or equal to balloon guide catheter french size.¿ based on the information available, an assignable cause of use error was assigned to this event.

Event description:
Analysis of the returned device noted that the balloon had a hole in it. No consequences to the patient were reported.